Manufacturer narrative:
(B)(4). This lot was manufactured from december 20, 2012 - december 21, 2012. Evaluation summary: the device was received for evaluation. Visual and microscopic inspections were performed and revealed no evidence of particulate matter either on the balloon or inside the housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had black particles on its bladder. The reporter did not specify whether the particles were on the outer or inner surface of the bladder. It was also not specified whether this was noticed before or after the device was filled; however, it was noticed before patient use. There was no patient involvement. No additional information is available. This is medical device report 2 of 2.